Manufacturer narrative:
The insulin pump was monitored and no history or daily total anomalies were noted. The insulin pump alarmed during the test due to open cell on interface board. The insulin pump alarmed motor error during the occlusion test, due to a faulty force sensitive resistor. Unable to complete further testing due to the motor error alarms.

Event description:
Customer was hospitalized for high blood glucose levels. Troubleshooting was performed and found an error alarm in the history. The error alarm erased all settings and it occurred prior to the hospitalization.